Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24-jul-2017 and 17-apr-2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, the right breast is hard, they can see the pocket of the right breast, bilateral breast dryness, bilateral breast itchiness, and bilateral the breasts are uncomfortable.

Event description:
Patient reported right side capsular contracture baker grade iii, the right breast is hard, they can see the pocket of the right breast, bilateral breast dryness, bilateral breast itchiness, and bilateral the breasts are uncomfortable. Device remains implanted. Healthcare professional confirmed events.

Manufacturer narrative:
Correct reason for reoperation: "capsular contracture baker grade unknown". Device analysis: visual analysis of the returned device identified, weight to the spec, voids, and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Patient reported right side "capsular contracture baker grade unknown, the right breast is hard, they can see the pocket of the right breast, bilateral breast dryness, bilateral breast itchiness, and bilateral the breasts are uncomfortable. Physician confirmed the "capsular contracture baker grade iii." Patient's associate reported "hives." The device has been explanted.

Event description:
Patient reported, right side capsular contracture, baker grade iii. The right breast is hard, they can see the pocket of the right breast. Bilateral breast dryness, bilateral breast itchiness. And bilateral. The breasts are uncomfortable. Healthcare professional confirmed events. The device has been explanted.